Manufacturer narrative:
The ruptured breast implant involved in this complaint was not received. Therefore, your device couldn´t be analyzed according to our procedures. Please ship the product back to us to receive a more detailed analysis of your product complaint. If you have recently shipped the product back, please provide your tracking numbers by replying to this email. If you need additional support to return the ruptured device, please contact our team using the information contained at the end of this letter. Although the product was not received, the manufacturing records of the lot-serial number were reviewed. The manufacturing standards were met prior to the release of this lot. Each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Rupture complaint information is consistently analyzed and monitored by quality assurance to determine when further action is necessary. A manufacturing record evaluation was performed for the finished device 6950252 number, and no non-conformances were identified. Reason for device explant and/or reoperation: ptosis, capsular contractures and rupture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female patient underwent a breast augmentation primary with a mentor memorygel breast implant 400cc and suffered from bilateral ptosis, capsular contractures and rupture. As a result, the patient had undergone removal and replacement with mentor memorygel breast implant 465cc on (B)(6) 2020. This medwatch is for the right side.